Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly. The self-test passed but it was grinding. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected audio/vibrate anomaly or absence of alarm noted. Unit passed self-test. Unit was received with cracked retainer, minor scratched display window and scratched case.